Event description:
It was reported that per sample evaluation, replaced the arctic sun device transducer due to not cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed pressure transducer. During evaluation, it was confirmed that the unit was not cooling. Pressure transducer was replaced. Missing usb port cover. Pm performed. Usb port cover was replaced. Serviced circulation and mixing pumps. Replaced heater, manifold o-rings, heater foam, evaporator outlet tube, and the double bend tube were replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per sample evaluation, replaced the arctic sun device transducer due to not cooling.